Event description:
A customer reported that during a cataract surgery the fluidics management system became blocked and as a result the handpiece did not function. The issue was resolved by replacing the product. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
A product sample has been requested; however, it has not yet been received by the manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).